Event description:
It was reported the flex 3d deflectable videoscope experienced 3d video did not display. The issue was found during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise appears in the image. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.